Event description:
It was reported by patient that "while walking up stairs his heart and chest beat fast". During device follow-up, it was noted that there was a device related problem, but no more details. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.